Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak from the homechoice cassette. The patient explained that when they unloaded the cassette during the prime, they found fluid leaking from the top of the cassette. The patient was not connected for peritoneal dialysis therapy at the time of the reported event. The technical service representative assisted the patient with re-setting up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.